Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant (tsvwh13) was returned for investigation. Visual inspection of the returned product identified significant bone residue surrounding the external threads and the body of the implant. The collar was found to be fractured and the internal hex was damaged as well. As a consequence of the fracture, accurate measurement analysis could not be conducted. The patient was also reported to have low density bone with bruxism. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions, breakage. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported crown was loose and pa was taken and it was discovered that the implant was fractured. The reported complaint of implant fracture was confirmed as the implant was fractured at the collar. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number k011028 / k013227.

Event description:
It was reported that the (tsvwh13) implant fractured and was subsequently removed from the patient's mouth.